Manufacturer narrative:
The device was not retained for investigation. A device history record (DHR) was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. A review of the complaint database revealed no other similar reports for this lot number. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on 9 apr 2018 from a home therapy nurse (htn) regarding a broken luer during a standard home hemodialysis treatment on (B)(6) 2018. The report stated that the (B)(6) female patient was disconnecting the central venous catheter from the dialysis blood tubing when a piece broke inside the lumen of her catheter. The patient required replacement of the catheter and prophylactic intravenous antibiotics of vancomycin 1 g, flucloxacillin 1 g, and gentamycin 120 mg.